Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected, troponin I es (tropi es) result was obtained from a single patient sample when tested using vitros tropi es lot 4742 on a vitros 5600 integrated system. Patient 1 initial sample vitros tropi es result of 1.05 ng/ml versus the expected result of < 0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory, but a corrected reported was issued. No treatment was altered, initiated or stopped for the patient. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 600160.

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, troponin I result was obtained from a single patient sample when tested using vitros tropi es lot 4742 on a vitros 5600 integrated system. A definitive assignable cause of the non-reproducible, higher than expected vitros tropi es result was not established with the limited information provided. No historical qc results were provided leading up to the event, therefore a vitros tropi es lot 4742 reagent issue cannot be ruled out as a contributor to the event. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 4742. An instrument issue cannot be ruled out as a contributor to the event, as no diagnostic precision testing was conducted when requested to verify the performance of the vitros 5600 integrated system. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as it was not possible to determine whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.